Manufacturer narrative:
(B)(4) - zipper slider and pull tab broken/missing. Results: eval of the returned product found that on panel side b the zipper slider body is open and the pull tab is broken. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that the zipper slider on side panel b is missing and was replaced with a red zipper but that is also broken. This was discovered during set-up prior to placing it into use with a pt. Inspection of the returned product found the zipper slider body is open on the panel side b.